Manufacturer narrative:
The pod was found to function as intended with no evidence of any issues that would result in device leaking fluid. Inspection of the device found the exposed portion of the soft cannula to be flattened and stretched. The download data showed no timeouts, drive stalls or alarm. The length of soft cannula was measured to be out of specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be flattened and stretched. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level reached 15.8 mmol/l (284.4 mg/dl). The pod was leaking insulin while the pod was worn on the leg between 5 and 24 hours. As treatment, the patient administered bolus corrections and placed a new pod.